Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 3mg/day via an implantable pump. The indication for use was non malignant pain. A post op infection was reported. Per the physician the patient presented to the ER (emergency room). The patient prior to showing up to the ER (emergency room) had been soaking in the bathtub before the surgical wounds were fully healed. The surgeon explanted the pump and the catheter due to infection. The patient status was alive, no injury and the issue was resolved at the time of the report.